Event description:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that there was a message displayed on the device saying there was an energy select knob malfunction. The asp evaluated the device onsite. Available details indicate that the device had displayed an error code of an energy select knob malfunction. Details provided in an update from the source case and email response indicate that the asp fixed the knob by using tongs to relocate and adjust the knob and a redo of system check, the device functioned normal, and device was returned into service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a knob adjustment needed. The reported problem was confirmed. The asp resolved the issue for the customer with adjusting the energy select knob. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018.